Event description:
During fluoro displays a message "system starting up". Initial report text: it has been reported to philips that the system did not boot up successfully. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system remained stuck on the startup screen for an extended period. Additional information from remote data analysis indicated that the system had not been rebooted for over 30 days, resulting in a ¿programming error structured exception¿ and loss of communication between the icontrol interface and the suite pc. An onsite field service engineer (fse) inspected the system, reloaded the suite pc software, after software reload the issue was resolved. The system was returned to use in good working order. Codes have been updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.